Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a lack of stimulation sensation. She turned her neurostimulator up to the maximum voltage (8.5 v) but still could not feel stimulation. The patient did not report any falls or trauma. The patient lost the use of two of her four programs a few days after implant and the other two did not provide the same symptom control. The health care professional (hcp) measured the impedances and read >4000 ohms on all electrode pairs that included electrode 0. It was discovered that the two programs that the patient lost the use of both used electrode 0. The hcp reprogrammed the patient and was able to reproduce stimulation that was similar to the programs that worked previously. Additional information has been requested, a follow-up report will be sent if additional information becomes available.